Manufacturer narrative:
(B)(4). On (B)(6) 2019, it was reported that the unit had a malfunction. The device was not working and the handle was damaged. The customer returned an electric dermatome device, serial number 205045, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number 205045 as documented in the repair reports in livelink. Product review of the electric dermatome on january 28, 2019 revealed that the calibration was out of specifications at the zero setting only. The switch was broken so the motor speed could not be measured. The control bar was in the correct position. The power cord was taped and zip tied. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the switch, plug harness assembly, o-ring, seal/strain relief, set screw, eccentric shaft assembly, motor, bearings, reciprocating arm, internal retaining ring, spring seal, and ball plunger. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the switch was broken and the power cord was taped and zip tied. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the switch was broken and the power cord was taped and zip tied. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit had malfunction. The device was not working and handle got damaged. The event occurred during kit inspection. There was no harm reported. During investigation, it was identified that there were exposed wires. No adverse events have been reported as a result of this malfunction.